Event description:
It was reported that customer experienced broken pump screen, and later evaluation confirmed that screen was cracked with touchscreen unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return for further evaluation, and distributor arranged replacement pump to restore insulin therapy, with no additional information available regarding any other actions taken.